Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts to obtain model serial number of this product were unsuccessful, information was requested to the field representative, however, no response was received. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that a request was made to obtain information regarding this lead in preparation for a planned lead extraction. It was noted that the field representative was unable to identify which specific lead was not functioning as expected. The plan was to proceed with explant and replacement of the lead on the following day. As of this time, this lead remains in service. No adverse patient effects were reported. Additional information is being requested from the field.